Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was manufactured between 02/14/2013 and 02/15/2013. The device was received for evaluation. Visual inspection and microscopic inspection identified a purple particle on the exterior surface of the bladder. The particle was determined to be a shaving from the coiled cap of the device. The cause of the particle could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black "hair like" particle was observed in the balloon of a low volume infusor. It was not specified when in the process this was noted. There was no patient involvement. No additional information is available.